Event description:
Generator analysis was performed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In addition, the underneath side of the setscrew shows indention marks, suggesting the setscrew made connection with a lead pin or test resistor at one time. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The generator battery measured 3.565 volts and found to be at an ifi=no condition. Review of programming data was performed and discovered the generator was likely stuck in an inhibit state indicating the reed switch was stuck closed.

Event description:
The explanted generator was received for analysis. Analysis has not been completed to date.

Event description:
The patient was reportedly hospitalized due to worsening seizures and reported they could no longer feel the device.

Manufacturer narrative:
B1: adverse event, corrected data: an adverse event was inadvertently not reported on previous MDR. B2: outcome, corrected data: the adverse event resulted in the hospitalization of the patient. B3 date, corrected data: reporter inadvertently used the wrong date. F10 clinical code, corrected data: reporter inadvertently left off a relevant code. F10 impact code, corrected data: reporter inadvertently left off relevant codes. Health effect - impact code: f08.

Event description:
It was reported that low impedance was detected on the patient's model 1000 device. 3 days prior impedance was within normal limits. The patient was not having any pain or other symptoms indicative of a lead problem the patient could no longer feel the device. There was no trauma to the vns. The patient's device was disabled. X-rays were reviewed by the doctor and the manufacturer and no obvious cause of the low impedance was identified. The patient underwent surgery to correct the low impedance. The generator was replaced with a new model 1000 and the low impedance resolved. The surgeon switched back to old m1000 generator and impedance was low again. The generators were switched multiple times with impedance being okay on the new generator and low on the old generator consistently. The surgery was ended with only the generator replaced. The manufacturer's device history records of the generator were reviewed. The generator passed final functional and quality specifications prior to release. No further relevant information has been received to date. The explanted generator has not been received to date.